Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by stomachache and vomiting. On the same day as the event onset, the patient was hospitalized for the events. The cause and treatment for the event were not reported. Twelve days after the event onset, the pd catheter was removed and the patient was switched to hemodialysis. Fourteen days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. No additional information is available.